Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient had a minicap with a dried out sponge. The cap was not used. The packaging was reported to have been sealed. There was no patient injury or medical intervention associated with this event. No additional information is available.